Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse performed a routine maintenance and reviewed the completed patients file but found no similar issues. Raw data was collected and analysis revealed that the platelet (plt) histogram looked normal, and erroneous curve fitting was not performed. The raw counts from the three (3) apertures were consistent and there was no voteout. The plt count rate as measured by the counting system is consistent with the final plt result. In conclusion, the cause of the low plt recovery cannot be determined. Raw data analysis indicates that the event was not algorithm-related.

Event description:
The customer reported obtaining erroneously low platelet (plt) result from the coulter lh 780 hematology analyzer, for a single five month old pediatric patient's sample processed in manual mode. The customer stated that the instrument generated cellular interference flags for white blood cells (wbc), but plt specific flags were not generated. The erroneous patient result was not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The instrument also generated "lymphocytosis #" flag which triggered the customer to perform a manual smear. Upon review of the manual smear, a higher plt count was obtained via a plt estimate. The customer repeated the sample approximately sixteen minutes following the manual smear review on an alternate lh780 instrument, and obtained higher plt results which correlated with the manual plt estimate and were considered correct. The customer indicated that no clumps were found and the specimen was well mixed within the becton dickinson (bd) microtainer tube and processed in the manual mode. The customer stated that this issue was observed with only a single patient.